Event description:
Abbott freestyle libre 2 continuous glucose monitoring sensors have repeatedly failed today. The first occurred when I tried to replace a sensor early, and due to an unannounced change to the programming of the libre2 reader device, I was unable to override the old sensor that was about to expire and initialize a new one. I removed that sensor and it was rendered unusable. The next two sensors I tried to activate both failed to ever initialize and provide a reading. The reader device itself is currently unable to recognize blood glucose test strips, and this currently leaves me with no way to check my blood glucose levels as a type 1 diabetic. I have lost count of the total number of sensors that have failed before their 14-day window, or failed to initialize altogether, during my two years of using this product. I believe the unreliability of the product is a serious risk to the health and well-being of insulin-dependent diabetics who rely on them to monitor their blood glucose levels. Reference reports: mw5118454, mw5118455.